Event description:
Follow-up identified the patient's symptoms were attributed to the medication received during the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) during the patient's ipg replacement procedure (reference MFR. Report: 1627487-2018-03275), the physician elected to replace the patient lead due to impedance issues (reference MFR. Report: 1627487-2018-03268). However, the patient experienced a circulatory collapse during the procedure. The patient recovered from the symptoms. Surgical intervention to replace the lead will be undertaken at a later date.